Event description:
It was reported that; tip of tap broke off inside patient's pedicle. It was unretrievable.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the returned es2 cannulated modular tap 4.5mm was confirmed visually have fractured during surgery. No new harms or hazards were found. Manufacturing files were reviewed and no anomalies were found. The stryker rep reported that the patient had very hard bone quality and that only the jam shidi was used to prepare the pedicle prior to use of the tap. Conclusion: failures reported were due to the user not using an awl.

Event description:
It was reported that; tip of tap broke off inside patient's pedicle. It was unretrievable.